Event description:
This patient experienced declining performance with her cochlear implant. It was explanted due to a suspected device malfunction. Explantation / reimplantable surgery occurred in 2004.